Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified as per service and installation record showing that the device was verified before and after the treatment day. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed one energy check and performed sixteen treatments without further energy check on that day. The user has to perform an energy check manually at least after one twenty minutes¿. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for this event could not be identified conclusively, however no technical root cause could be identified, device met specifications. An inappropriate insertion of the pi, together with thin flap planned, fluid under patient interface and docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vertical gas breakthrough in the right eye of a patient, during lasik surgery. There are two related reports for this event. This report addresses the patient initial's va, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).